Event description:
It was reported that a spectrum pump experienced a air in line alarm. The event happened during testing in biomed service department. There was no patient involvement. No additional information is available.